Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. Kinks were evident on the hypotube. The device returned with balloon folds expanded. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal working length over the distal marker band. The balloon failed to maintain pressure. Upon visual inspection of the device, a pin hole tear was observed on the balloon material, on the balloon working length. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a video image provided showing the injection of contrast into the left and right coronary systems. There appears to be an occlusion in the mid to distal left circumflex (lcx) artery. Images are shown of a balloon being positioned in the lcx. Pressurisation of this balloon shows that the contrast is filling in an irregular profile into the balloon, with contrast exiting the balloon into the distal vessel. This confirms a burst or leak in the balloon material. The images do not provide evidence as to the root cause of the burst/leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one euphora coronary balloon catheter to treat a late stenosis of a stent in a non-calcified, non-tortuous lesion in the mid circumflex artery (cx). The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. There were no abnormalities reported in relation to the anatomy. It was reported that a balloon burst occurred during balloon inflation. The rupture occurred on the first inflation at 4mmhg. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.